Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker recorded a lead safety switch (lss) on the right ventricular (rv) lead. As pacing impedances remained within normal range in unipolar configuration routine follow ups were going to be performed. This device remains in service. No adverse patient effects were reported.